Manufacturer narrative:
Concomitant: product ID 37083, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot# v008639, implanted: (B)(6) 2006, product type lead; product ID 3998, lot# j0428353v, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
The ins was overdischarge and the eos message displayed. The ins was unable to be interrogated and was going to be replaced today. It was confirmed by the company representative on (B)(6) 2013 that the patient was non-compliant and had cancelled many appointments prior to device replacement surgery. In pre-op the ins was confirmed to be overdischarged due to non-compliance. The ins was replaced and will not be returned to the device manufacturer for analysis.